Event description:
It was reported that this right atrial (ra) lead was exhibiting pacing impedance high within range. Technical services (ts) was consulted and noted some possible farfield oversensing, however, it was not confirmed. The patient was congenital complete heart block. The lead remains in service. No additional adverse patient effects were reported.